Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a pvi and cti procedure, with a non-abbott (medtronic) pulse select system, smoke was noted to come from the power cable of the tactisys quartz system. When completing therapy on the typical flutter cti line, the tactisys quartz would not power on. Rebooting the ampere, securing power cables, and alternating the outlet did not resolve the issue. Upon further inspection, it was noted that the power cable connection to the back of the port was twisted and pinched near the plug. When the power plug was pulled out of the back of the tactisys quartz a puff of smoke came from the cable. The procedure was completed with a flexability catheter instead to resolve the issue. Later, a borrowed power cable was used to troubleshoot and it was determined that it was the cable and not the tactisys quartz that was causing the issue. There were no adverse patient consequences.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.